Event description:
Patient reported the menu and up buttons on the infusion device work intermittently and require high effort. No physiological effects were reported, and she did not require treatment from a healthcare professional or second party to address the issue. The infusion device was requested for evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The complaint cannot be verified, and the product meets the specifications regarding the customer's allegation. The buttons passed the optical and functional investigation successfully and meet the specifications.